Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, the automated impella controller (aic) experienced not recognizing the pump connected. No clinical details regarding resolution. No patient harm reported.

Manufacturer narrative:
The investigation has been completed. The console (ic3372) was sent back for further investigation. The root cause of the data streaming issues could not be determined. This report is being filed as part of a retrospective review of historical records.